Manufacturer narrative:
Additional information was requested and if received will be provided on a supplemental report.

Event description:
During surgery, when the rod coupling in the disposable kit (sterile) was used, one of the screws from the rod coupling was tight and did not function. The screw did not turn. The surgeon used pincers and a wrench. The surgeon temporarily fixed the frame. The surgeon plans to fix the frame by using a new rod coupling later.